Manufacturer narrative:
(B)(4).

Event description:
It was reported that after inappropriate high voltage therapy the device was in backup vvi mode. A software download was performed. No adverse consequences for the patient were reported.